Event description:
It was reported that while opening, the package was stuck and was contaminated trying to get it out and the surgeon wanted another sterile implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.